Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low impedance. The patient did not feel like they had enough power during exercise. Noise was observed on the right channel. The x-ray did not confirm any abnormality and the measurement with the competitor¿s pacing system analyzer (psa) was in normal range. The physician tried to reconnect the device and lead but still the noise was observed, thus, the physician decided to implant a new pacing/sensing lead. Thereafter, no noise was observed and the device works well. The device and lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.